Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported a dialyzer blood leak that occurred immediately after the initiation of the patient¿s hemodialysis (hd) treatment during the patient's hemodialysis (hd) treatment. Blood was visibly observed within the dialysate line. The blood leak was noted as being an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was unknown. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The actual device was discarded and is not available to be returned, however it was reported that companion samples from the same lot were available for evaluation.

Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was discarded and the companion samples were not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one nonconformance noted on the lot regarding exceeding 4% bubble point scrap rate. Proper functioning of the bubble point test system was verified at regular intervals. Additional samples were requested and tested for each lot number. All samples passed testing and all lot numbers met specification for release. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.